Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer alleged under delivery on insulin pump. Customer experienced high blood glucose of 280 mg/dl and current blood glucose was 286 mg/dl. Customer stated that insulin was delivered but blood glucose was still going up. Customer was using insulin pump within 48 hours of high blood glucose event. Insulin pump will not be returned for analysis.